Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. There were no pump error 43 alarms noted during testing. The motor was tested outside the device and passed. Device test failed not confirmed. Pump error 43 not confirmed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. The customer¿s blood glucose level was unknown. Customer reported that they were able to clear the alarm. Customer stated that they were able to rewind the insulin pump. The customer reported that they had performed that troubleshooting for pump error. When customer try to clear the insulin pump error it brings them to the blank screen and they tried to rewind the insulin pump but goes back to the pump error message and performed displacement test and during the rewind process, the insulin pump went back to the pump error message. The insulin need to be replaced. The insulin pump will be returned for analysis.